Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, loss of ventricular capture was observed. Lead impedances were 359 and 351 ohms and oversensing was noted in both configurations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received